Event description:
It was reported that the insulin pump bolus history shows that three boluses of 15 units each were delivered while the customer was in school. The caller stated that these boluses were not programmed by the customer. The caller stated that the customer did experience low blood glucose of 34 mg/dl while he was at school, and treated with soda. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.